Event description:
It was reported that during a device follow up, this right ventricular (rv) lead exhibited high, out-of-range pacing impedance measurements of greater than 3,000 ohms in both unipolar and bipolar configurations. Pacing thresholds had increased to 6v. Under fluoroscopy during the lead revision procedure the lead appeared to be completely fractured at the lead tip. The terminal pin was removed from the device and the lead was tested on the pacing system analyzer (psa), where the impedance was normal at 618 ohms but the thresholds stayed high at 6v. The physician was able to retract the helix and the complete lead was removed from the patient. A new, non-boston scientific lead was implanted. No additional adverse patient effects were reported. The explanted lead was expected to be returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted a stylet was returned stuck within the lead, due to dried blood/body fluid in the lumen. Dried blood/body fluid was also noted the helix housing past the neck region and on the terminal pin. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. X-ray analysis of the lead found the cathode (inner) conductor coil was stretched but remained intact in the neck region of the lead. Detailed analysis of the terminal pin assembly found no setscrew mark was present, and an area of corrosion near the tip of the terminal pin. Corrosion on a terminal contact is consistent with a loose connection. Engineering reviewed the returned lead, to evaluate the lead tip and terminal ends for proper welds and assembly. The terminal cap was secure and all welds on the cap were appropriate. Destructive analysis was performed so the helix mechanism could be inspected. There were no loose coil connections at the distal end of the lead, confirming no manufacturing anomalies. Laboratory analysis concluded the high, out-of-range pacing impedance measurements that were observed post-implant were likely caused by a loose setscrew. The fluoroscopic images from the field showing a potential fracture at the lead tip were likely the result of the inner conductor coil being stretched and the poor resolution of the images.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during a device follow up, this right ventricular (rv) lead exhibited high, out-of-range pacing impedance measurements of greater than 3,000 ohms in both unipolar and bipolar configurations. Pacing thresholds had increased to 6v. Under fluoroscopy during the lead revision procedure the lead appeared to be completely fractured at the lead tip. The terminal pin was removed from the device and the lead was tested on the pacing system analyzer (psa), where the impedance was normal at 618 ohms but the thresholds stayed high at 6v. The physician was able to retract the helix and the complete lead was removed from the patient. A new, non-boston scientific lead was implanted. No additional adverse patient effects were reported. The explanted lead was expected to be returned for analysis.